Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's insulin gauge was in accurate and that the pump was hot to the touch despite being in room-temperature conditions. Additionally, it was reported that an out of insulin alarm occurred. Customer's blood glucose level was "high"; level was unknown. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.